Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the reported right heart failure was not lvad related and that the pump is operating as expected. The patient is currently outpatient and stable; however, was enrolled into hospice and is a do not attempt resuscitation (dnar), not due to vad issues. No additional information provided.

Manufacturer narrative:
First notification date was corrected to 03sep2020. Section b5: additional information . Manufactures investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. It was reported that the patient experienced a right heart failure event on (B)(6) 2017, that resolved on (B)(6) 2017, when the patient underwent removal of a right heart support device. There were no alarms associated with the event and the event was reportedly not device related. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 05jul2017. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent removal of right tandem heart support device on (B)(6) 2017. The reason for operation was provided as right heart failure and relationship as possibly related to left ventricular assist device (lvad). There was a reported right heart failure adverse event with the event stop date as (B)(6) 2017.